Event description:
A medical director reported that a pt who was implanted with an intraocular lens (iol) saw ¿shadows on the temporal/frontal right area¿. The postoperative tests were normal and did not show any proliferation on the tissues around the iol. The iol was explanted and replaced with an unk model iol. Add¿l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Add¿l info has been requested. (B)(4).